Manufacturer narrative:
Device passed the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no rewind anomaly noted during testing. Software error found in the device history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had software error detected alarm. The customer¿s blood glucose value was 8.3mmol/l. The customer also stated that the rewinding was not possible and insulin pump was cracked at the back of insulin pump. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.